Manufacturer narrative:
The insulin pump was returned for cosmetic damage located at the battery compartment and belt clip rails found on (B)(6) 2021. The insulin pump passed the displacement test and a p-cap locks properly into the reservoir compartment. The following were noted during physical inspection: scratched case, pillowing keypad overlay, broken belt clip rails, cracked select button keypad overlay, stained keypad overlay, stained end cap address label, and cracked battery tube threads. The retainer was inspected and no cracks noted. Cosmetic damage at the belt clip rails and battery tube threads are confirmed. Cosmetic damage (cracks) on the retainer is not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged retainer ring. Customer stated that the clips rail was broken and small crack at the battery compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.